Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, it was noted that the pulse generator had inappropriately entered backup mode. The patient was asymptomatic to the event. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset (por). The device was tested on the bench and the pacer exhibited normal device characteristics. The cause of the bvvi was isolated to the por.